Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer experienced blood glucose (bg) levels ranging between 700-800's mg/dl and moderate levels of ketones. Correction boluses were delivered to address bg. Supply changes were performed resolving the occlusions. A system check was performed and the pump performed as intended.